Event description:
During a bone marrow biopsy procedure the practitioner the needle would not create a airtight seal, so I could not obtain aspirate. Manufacturer response for disposable jamshidi needle, (brand not provided) (per site reporter). None yet.